Event description:
"Customer stated the concentrator started malfunctioning two months ago. Once powered on, it will stay on for one to two minutes and then completely shut off." No alleged injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc5po2, serial number/date code and age of product are unknown. The owner's manual part number 1143482 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that their irc5po2 concentrator will allegedly shut off completely after approximately 2 minutes of use. No injury alleged.